Event description:
It was reported that while inserting an mi60l lens into the patient's eye, the lens wrinkled upon exiting the delivery device (lp604350). The incision was enlarged to remove the lens and replaced with a lens of same model and diopter. No sutures were used to close the wound and the patient's condition was reported as excellent. Please reference MDR #1119279-2012-00026 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to bausch and lomb for evaluation. The delivery device is not available; therefore, the evaluation could not be performed. The delivery device lot number information is not available; therefore, the device history records review could not be performed. Based on the current information, the specific root cause of the event could not be determined.